Event description:
Additional information was received from a patient. It was reported the patient had no therapeutic benefit since implant and had several reprogramming sessions at the healthcare provider (hcp) office. They were now considering having the device removed in case they needed future MRI's. The patient was to follow up with their hcp.

Event description:
It was reported that a patient had a loss of therapeutic effect and symptoms included loss of bladder control. Symptoms had a sudden onset two or three days ago and there was no known accident or incident related to the complaint. Stimulation was on at 1.8 volts and no additional programs were available. Stimulation was increased to 1.9 volts and the patient felt more comfortable changing settings with a healthcare provider or manufacturer representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rnng, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).